Manufacturer narrative:
The event of an entire system explant due to ineffective therapy was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their system explanted on (B)(6) 2019.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-13484. It was reported that the patient is experiencing ineffective therapy. Reprogramming was unsuccessful in restoring therapy. In turn, the patient may undergo surgical intervention to resolve the issue.